Event description:
Rptr w/hx of rt sided mastectomy secondary to cancer reports capsular contractures, ruptured implant, high bp, peripheral neuropathy, demyelinating neuropathy, carpal tunnel syndrome, anxiety, depression, organizational difficulty, lack of concentration, st memory loss, mood swings, procrastinations, getting lost or confused, dementia, balance disturbance, vertigo, dizziness, ms, atypical ms, pain, burning sensation in rib cage, inflammation of rib cage, weak eyes, chronic discoloration and temperature sensitivity of extremities, raynaud's disease, frequent low grade fever, diarrhea, constipation, esophagitis, duodenitis, gastritis, ibs, diverticulitis, gb surgery, substantial hair loss, palpitations, connective tissue disease, lupus, sjorgren's syndrome, arthralgia, joint stiffness, nodular density, muscle spasms, frozen shoulder, muscle pain & burning, fibromyalgia, unexplained rashes, itching, sun sensitivity, non-restorative sleep, vasculitis, chronic fatigue syndrome, clumsiness, sicca, and misjudgement of distances.